Manufacturer narrative:
H6: investigation summary: one photo of two open 31g x 8mm pen needles were returned from lot. No. 2054710, cat. No. 320632. Visual examination of the returned photo was carried out and a bent non patient end of cannula was observed on the two pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos and the fact no physical samples were returned it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported that an unspecified amount of bd micro-fine¿ pen needles were blocked during the insulin injection. The following information was provided by the initial reporter: "the report outlines that a patient returned a box of needles reporting that multiple needles from the same box ¿didn¿t work¿ and that there was no hole for the insulin to come through. The patient also said that in some of the needles, the side that penetrated the insulin pen was bent, which the patient observed after removing the needle from the pen... The patient has been injecting insulin for many years and the issue was noted with both short and long acting insulin pens."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd micro-fine¿ pen needles were blocked during the insulin injection. The following information was provided by the initial reporter: "the report outlines that a patient returned a box of needles reporting that multiple needles from the same box ¿didn¿t work¿ and that there was no hole for the insulin to come through. The patient also said that in some of the needles, the side that penetrated the insulin pen was bent, which the patient observed after removing the needle from the pen... The patient has been injecting insulin for many years and the issue was noted with both short and long acting insulin pens."